Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon caught the left internal mammary artery (lima) with the edge/lip of the standard blade of the access rail platform (sternal retractor). The surgeon slightly modified the procedure by completely removed the mammary artery and using it as free graft. After harvesting the mammary artery, the surgeon left the distal portion attached and positioned the sternal retractor. The hospital reported that the patient has recovered without any complications. There was no product malfunction; however, the event will be filed as a serious injury since medical/surgical intervention was required to complete the surgical procedure.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.